Event description:
As reported by an edwards lifesciences affiliate in germany, during the preparation of a 26mm sapien 3 ultra valve, it was noticed that the valve had a unidentified colored stain in the inner side of one leaflet. The valve was rinsed but the colored stain persisted. It was decided to replace the device with another valve of the same size to complete the procedure. The procedure was completed with excellent result and the patient was noted as to be doing fantastic.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site, and revealed the following: one brown color particulate was observed on the inflow side of leaflet. The reported event was confirmed per provided imagery. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A cleanroom walk through was performed to identify possible sources of particulate. Based on the review, all the tools/fixtures/workstations were properly maintained in cleanroom during the clean room walkthrough and there was no observation of nonconformance or abnormality. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per provided picture, the valve was detached from the holder, and no particulate reported upon the valve out of jar, so it was possible that the particulates introduced during the device prepping handling process. As such, available information suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated.the device was received for evaluation. The returned device was visually examined, and the following was observed: one (1) brown particulate was observed on leaflet cp 1. Particulate was unable to extract from the leaflet due to the sizing and nature of the particulate. Therefore, the chemistry test could not be performed. The reported event was confirmed per provided imagery and returned device. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A cleanroom walk through was performed to identify possible sources of particulate. Based on the review, all the tools/fixtures/workstations were properly maintained in cleanroom during the clean room walkthrough and there was no observation of nonconformance or abnormality. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As such, available information suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.